Event description:
The customer reported a ventilator a check ventilator alarm indicating target flow cannot be reached was seen while the ventilator was being used on a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer then informed the rse that they had performed a performance verification test (pvt) and the unit passed. The rse discussed potential issues with the patient circuit and cannula that could cause the alarm. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.